Event description:
It was reported that during the discharge testing following a system implant procedure the right ventricular (rv) lead had a warning and switched to unipolar. It was also noted that the rv lead had increasing, high thresholds, high impedance, low impedance, intermittent loss of capture, and a suspected connector issue that could not be attributed to the lead or the device. An x-ray was performed and revealed no lead issues however, the physician indicated that the lead had a structural flaw. The device was explanted and replaced. A second redundant rv lead was implanted and the first rv lead was programmed as a back-up rv lead given that the patient is device dependent. The lead continued to have high threshold and loss of capture with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.